Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range pacing impedance for this patient's right ventricular (rv) lead. The patient's physician is aware of this and has no plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.